Event description:
It was reported that the procedure was to treat the pulmonary artery. The balance middleweight (bmw) guide wire was advanced, followed by 3.5x12mm trek balloon dilatation catheter (bdc). The bdc was inflated 2-3 to nominal pressure and deflated without issue. During removal of the bdc, it became stuck with the bmw. Stretching at the shaft was noted and separation of the device occurred at the shaft. The separated portion remained on the guide; therefore, the guide wire and bdc were removed all together with nothing left in the patient. A new trek and bmw were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Reportedly, the procedure was to treat the pulmonary artery. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: ¿this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures.¿ I is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is unknown due to the part/lot number was not provided. H6: device code 1494 clarifier: incorrect anatomy. The additional trek device referenced in b5 is filed under separate medwatch report number.